Event description:
It was reported that the surgeon had a suspected malfunctioning programming system. The battery for the programming wand was replaced, but did not resolve the communication issues. A different wand and serial adapter cable was used to complete the case. It was subsequently reported that the wand functioned as intended when used with a new serial adapter cable. The suspect cable was discarded. Attempts for additional pertinent information have been unsuccessful to date.